Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The unit was returned with opened packaging and evidence of clinical use. Visual inspection showed no physical damage; needle and tip areas were intact. Simulated clinical use testing was conducted, the device was able to collect sample in (d) mode, however, sample collection in a mode failed to retrieve any sample. The complaint was confirmed. The root cause could not be established. A search of the complaint database was performed and eight similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.